Event description:
The micro drill medium straight attachment was sent for eval because it was allegedly making the remb micro drill run without activation during a procedure, which was completed with a readily available spare device without any clinical significant delay, and no adverse consequences were reported.

Manufacturer narrative:
The device is available for eval, but it has not yet been received. A f/u report will be submitted once the quality investigation is completed.